Event description:
The customer reported that the patient was not doing well post-lavh and was brought back to the or where it was found that she had internal bleeding. The patient was opened up and it was found that several seals had not held. At the time this was reported the patient was in the ICU.

Manufacturer narrative:
Date of initial report: 08/21/2009. The site sent two ls1500 devices back because they were unsure about what device was actually used during the procedure since it was a post-op issue. Both devices were returned with the cords removed. As a result, functional testing could not be performed. Many factors can affect seal quality. Excessive dried blood was found between the jaws indicating they were heavily used. Debris between the jaws can lead to poor performance of the device. The IFU recommended cleaning the jaws with a piece of wet gauze often to help minimize tissue build-up. The IFU also addresses tissue sealing recommendations. If additional information pertinent to the indecent is obtained a follow-up report will be submitted.